Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. UDI #: the UDI number is ¿ni¿ as the catalog number was not provided. The dragonfly optis referenced is filed under a separate medwatch report number.

Event description:
It was reported the dragonfly imaging catheter could not be removed; it was stuck on the bmw guidewire. The devices had to be removed together. The guidewire was mangled. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported stretched coils were confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.